Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample showed no visible nonconformities. The phaco handpiece was flushed for particulates testing. The particulate was visually and microscopically analyzed and found to contain an opaque material up to 1.3 mm in length. The comparison of the opaque material generated microscopic fourier transform infrared spectroscopy (micro ft-ir) spectra with the best match to be protein. However, the exact identity and origin of the material remains inconclusive. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece, which found the phaco handpiece to meet product specifications. The returned phaco handpiece was connected to a calibrated vision system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet all product specifications. It should be known that phaco handpieces are inspected during manufacturing for metal particulates. The inspection approach taken follows a statistically valid continuous sampling plan, per military standard 1235c (csp-1). No nonconformities were observed during manufacturing of this phaco handpiece. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the handpiece did not have vacuum, there was a system message regarding occlusion during a cataract with intraocular lens implant (iol) procedure. It was also noted that there was a milky white substance coming from the handpiece. The handpiece was exchanged to complete the surgery with no harm to the patient.